Event description:
It was found that the hand piece no longer meets the specifications for frequency, impedance and phase margin. Device used during a laparosopic fundoplication. No patient consequence.